Manufacturer narrative:
(B)(4). Approximate age of device ¿ 72 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was briefly taken off anticoagulation medication before undergoing surgery for ischemic bowel. Post surgery, the patient went into shock and required extracorporeal membrane oxygenation (ECMO) support. At an unspecified time later, the patient was found to have an elevated lactate dehydrogenase level (ldh) and a ramp study performed was found to be abnormal. The patient's pump, outflow graft and inflow conduit were exchanged on (B)(6) 2016 via median sternotomy. The patient was successfully weaned from ECMO. No further information was provided.

Manufacturer narrative:
The evaluation of the returned device confirmed the presence of deposition in the pump, which would have potentially contributed to the reported hemolysis symptoms. Examination of the rotor inlet revealed a tissue-like thrombus formation adhered around the inlet bearing cup and inlet bearing ball. The thrombus appeared to have formed in laminated layers, and a portion of the thrombus appeared denatured, indicating that it likely formed around the inlet bearing over an undetermined amount of time while the pump was supporting the patient. Examination of the rotor body revealed a flat, tissue-like deposition situated between two of the rotor vanes. A small deposition of similar structure was present in the interior of the blood tube. Although the depositions did not appear to have originated in these locations and their specific origins could not be determined, the depositions appeared denatured indicating that they were likely present in the pump for an undetermined amount of time while the pump was operating. Examination of the proximal side of the outlet stator revealed a small, loose, tissue-like deposition situated adjacent to the outlet bearing ball. This deposition lacked lamination, lacked denaturing, and did not appear to have originated in this location. Its specific origin and a duration in which it was present in the pump could not be determined. Examination of the sealed inflow conduit and sealed outflow graft did not reveal any adhered deposition or thrombus formation. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.